Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by vomiting and nausea. The breach in aseptic technique was not further described. The patient was hospitalized and treated with ceftazidime (1g, intraperitoneal) and ciprofloxacin (1g, oral) for peritonitis. Action taken with pd therapy was unknown. At the time of this report, the patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.